Manufacturer narrative:
On (B)(6) 2016 the (B)(6) performed a clinical evaluation and commented as follows: insert revision in tka 1 year after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction. On 20 december 2016 the patient match department performed a case planning review and commented as follows: our analysis of the case process found no deviations from the standard procedures. Batch review performed on 27 december 2016. Lot 148391: (B)(4) items manufactured and released on 15 july 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to instability. No trauma caused the instability. The surgeon swapped the poly. The surgery was completed successfully. X-rays are available. Explants are not available.